Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the event reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure.

Event description:
Consumer reported that following a 4+ hour soak and using the lens case provided, she experienced severe burning after insertion of the right lens. Consumer did not utilize any other rinsing solution. The burning was enough that consumer visited an urgent care clinic where she was treated with a topical ophthalmic antihistamine bid until the symptoms were gone. Consumer states eye was irritated, red, burning and had pain. The consumer stated that following 3 days of treatment and attempted to resume lens wear but was still experiencing "itchy" eye. Approximately 2 weeks later the consumer reported still using the antihistamine prn but had not been back to any doctor for follow-up. The event described is consistent with application of unneutralized hydrogen peroxide coming in contact with the eye.